Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 400 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was shortness of breath and high blood glucose. Customer stated that she ran out of supplies and is being treated with injections of insulin by the hospital does not know her current blood glucose. Customer was wearing the pump at time of hospitalization. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated and change infusion set and blood glucose started to go down.